Event description:
It was reported that pump displayed repeated cgm error messages associated with cgm error 42 while being used with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with assistance from technical support, but error continued, so technical support arranged replacement pump, confirmed shipping details, instructed customer to place problematic pump in storage mode and return it with pre-paid label, and advised customer to set up pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.